Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen4546 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported PICC placed on (B)(6) 2020. During routinely dressing change, on 30. The operator found the cath unhooked from the body and wings of the PICC.